Manufacturer narrative:
The issue was reported on the q3-2020 vmsr report, however based on a second review the complaint was determined to be a serious injury. 9611993-2020-15724.

Event description:
The issue was reported on the q3-2020 vmsr report, however based on a second review the complaint was determined to be a serious injury. 9611993-2020-15724.